Manufacturer narrative:
Investigation results: visual inspection of the returned device showed that the tension spring components are inside deployment tube and the seal is cracked. The seal loading orientation is not oriented to tension spring crimps as per IFU. The complaint is confirmed. Reference file number - 63476/2 part # 1. See scanned page.

Event description:
The hospital reported that during the coronary artery bypass procedure, the hearstring seal did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No patient complications wer reported by the hospital.